Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a cardiac arrest and was admitted to the emergency room (ER). The right ventricular (rv) lead was noted to have oversensing seen on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.